Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was found with "force sensor bridge test" and "force sensor bgnd test" errors. This alarm event pauses the delivery of the pump until the error is addressed. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was verified during power up test. It was found that the root cause was the flex sensor was disconnected from plunger head of the printer circuit board. The force sensor was reconnected.